Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of cause not established was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to the device stopped working. Fluid loss is suspected. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment. Additional information received. The patient experienced recurring incontinence when aus fluid was lost.